Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was dropped, and the touchscreen became cracked and no longer functional. Customer had elevated blood glucose levels (389 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels. Customer indicated they have back up manual injection for continued insulin therapy.